Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery. The blood glucose reading was 170 mg/dl. The customer stated that he had multiple infusion sets that did not prime properly in the past. He complained that he needed to discard six infusion sets because they did not work. He resolved the issue by changing the infusion set, and he was able to use the same reservoir for all six times that he had this issue. Customer refused returning the infusion set and reservoir for failure analysis. Nothing further reported.